Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Information indicates that the ipg pocket site was relocated during the procedure.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2023-03173 . It was reported the patient had pain at the ipg site and one of the leads had migrated. Surgical intervention was undertaken on (B)(6) 2023 wherein the ipg and lead were explanted and replaced to address the issue. Therapy was restored.